Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter also alleged that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: black box shows dates from (B)(6) 2016 - data from date of complaint has been overwritten. Current black box shows no evidence of an "intermittent power" event. Pump powers with returned battery cap. Battery cap unable to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed from thread area to case seal and below grip pad cover crack observed between corner of display lens and case seal pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct serial number is: (B)(4).